Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized due to a blood glucose level of 480 mg/dl. Customer was treated with intravenous insulin and fluids, and was released from the hospital the following day with no permanent damage. Treatment received resolved the issue. Reportedly, the battery depleted faster than expected, and a continuous glucose monitor session was not active on the pump. Reportedly, the customer continued to use the pump for insulin therapy.